Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Manufacturer was unable to contact customer in follow-up call to ensure the replacement products resolved the initial concern - customer had declined to provide telephone number.

Event description:
Consumer initially reported complaint for error messages (e-4 and e-8). During the call, the true balance meter displayed hi when the customer inserted a test strip. The meter memory was reviewed and customer reported a result of lo. Customer stated that she does not test regularly and did not remember this result. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 10/22/2023 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Sections with additional information as of 29-jun-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage.